Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2308701 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the front part of a 6f/7f mynx control vascular closure device (vcd) was torn and button #2 could not be pressed. There was no reported patient injury. Additional information was requested but not provided. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the button 1 was partially depressed ½ way through and button 2 was not depressed. The sealant was returned attached to the device in the manufactured position as is expected when the button 1 is not fully depressed. Nevertheless, the conditions of the sealant confirmed an exposure to blood as it was observed to be swollen inside the sealant sleeves, showing a minor protrusion resulting in exposure of the sealant at the distal end of the sealant sleeves cover. Additionally, the sealant sleeves were in the manufactured position, and no damage or anomaly was confirmed. The conditions described for the sealant could be related to the partial depression of button 1, which started the deployment mechanism without being concluded. The balloon was exposed as expected since button 2 was not depressed. No secondary damages or anomalies were observed with the returned device. Additionally, the syringe and procedural sheath were not returned for this analysis. A functional test was executed after the handle was manually pressed to return to the manufacturing assembled position in order to analyze the mechanism of both buttons. The device showed that the mechanism was working as intended after a cordis lab syringe was fully engaged in vacuum mode. Button 1 and 2 were fully depressed to complete the deployment of the sealant and the retraction of the balloon. The product history record (phr) review of lot f2308701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported events of ¿mynx control system-damaged¿ and ¿button #2-frozen/locked¿ were not confirmed through analysis of the returned device as there were no damages noted and button #2 passed functional analysis. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the limited information available and product analysis, it is difficult to determine what factors may have contributed to the issues experienced by the customer. However, as the device was received with button 1 partially depressed (which was not reported by the customer), it is possible that this resulted in issues with button 2 depression. It should be noted that depression issues with button 2 will occur if button 1 is not properly depressed. However, it is unknown if button 1 was manipulated after the procedure. Additionally, it should be noted that the slits in the sealant sleeve assembly are not a product defect. The mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected from being exposed prematurely. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ the IFU instructs during button 1 depression, ¿while maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy.¿ during button 2 depression, the IFU states, ¿open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device.¿ neither the phr review nor the product analysis suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the front part of a 6/7f mynx control vascular closure device (vcd) was torn and button#2 could not be pressed. There was no reported patient injury. Additional information was requested but not provided. The device is being returned for evaluation.

Manufacturer narrative:
A product history review is expected but not yet available. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the front part of a 6/7f mynx control vascular closure device (vcd) was torn and button#2 could not be pressed. There was no reported patient injury. The device is being returned for evaluation.

Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.